Manufacturer narrative:
Additional information (14-feb-2022): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the instrument data and the information provided by the customer. Hsc requested the customer send siemens the patient sample for internal investigation. The patient sample was returned to siemens healthineers for an evaluation for an antibody interference with the loci high-sensitivity troponin I (tnih) assay. Hsc received the patient sample from the customer and performed an evaluation of the sample including tnih testing. Per instructions for use (IFU) for dimension exl tnih assay, "patient samples may contain heterophilic antibodies or cardiac troponin-specific autoantibodies that could react in immunoassays to give falsely elevated or depressed results. The tnih assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference from all patient specimens cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." Quality control and calibration results were within the customer's expected ranges. No issues were noted with samples from other patients. The cause of the event was determined to be the potential presence of macrotroponin. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2021-00344 was filed on 17-dec-2021. Mdrs 2517506-2021-00341, 2517506-2021-00342 and 2517506-2021-00343 were filed for the same event. MDR supplements MDR 2517506-2021-00341 supplement 1, 2517506-2021-00342 supplement 1 and 2517506-2021-00343 supplement 1 were filed for the same event.

Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding a discordant falsely elevated loci high-sensitivity troponin I (tnih) patient sample result obtained on a dimension exl system. Mdrs 2517506-2021-00341, 2517506-2021-00342 and 2517506-2021-00343 were filed for the same event. Siemens is investigating the event.

Event description:
A discordant falsely elevated loci high-sensitivity troponin I (tnih) patient sample result was obtained on a dimension exl system (B)(4). The discordant result was reported to the physician(s). The result was questioned at a later date as inconsistent with other clinical findings. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated tnih result.